Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a "xdcr fault" (transducer fault) error on the screen and in the error log. The fsr was unable to duplicate the error. The unit passed the transducer test. The fsr performed the exhalation flow calibration and completed performance testing. The unit meets manufacturer's specifications.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit was alarming "transducer fault." There was no patient involvement reported.